Event description:
It was reported that the sao2 alarm of the monitor was off by default. The o2 saturation of the pt reportedly dropped and only after getting bradycard the device alarmed with an hf alarm. Apart from the pt's age ((B)(6)), the general primary prognosis was very poor. It was reported that the pt died. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A f/u report will be submitted as soon as the investigation has been completed.